Event description:
During an implant, initial helix extension was successful. Attempting to retract the helix to reposition was not successful along with attempting to re-extend the helix again. Tried to rotate the lead counter-clockwise with a hemostat valve to remove torque in the lead was unsuccessful. Fluoro showed lead still attached to myocardium. Stylet was unable to be advanced further than about 3 inches into the lead when no introducer was being used. Physician decided to cut and cap the lead. Rep is sending back the cut portion. On (B)(6) 2013 a portion of this lead was returned.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the is-1 connector was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned device was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.